Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging an issue related to the ventilator's lcd screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage. The device's lcd screen was replaced to address the issue. During evaluation, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.